Event description:
It was reported that on (B)(6) 2022, a 25 mm navitor valve was successfully implanted in a patient with a history of saddle pe, cardiac arrhythmias (left anterior fascicular block), cancer, and hypertension. A post-op EKG was performed and showed new left bundle branch block. No treatment was performed. On (B)(6) 2022, the patient presented with metacarpophalangeal swelling for which an x-ray was performed and showed multifocal advanced osteoarthrosis. Medication was administered/adjusted as treatment. On the same day the patient also was showing signs of thrombocytopenia, so the patient was continued on eliquis. On (B)(6) 2022, the patient presented with sinus arrhythmias and premature complexes, so the patient was restarted on metoprolol. Currently there are no allegations as to the cause of these events. No additional information was reported. On (B)(6) 2022, patient mentioned that they have lower extremity edema that seems slightly worse than prior to the tavr procedure. Patient was sent prescription for diuretic to treat the issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - portico ng approval study, (B)(6). Subsequent to the previously filed report, additional information was received that there was calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of the valve was 3mm. No additional information was provided.

Manufacturer narrative:
An event of new left bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the available information, the root cause of the reported left bundle branch block could not be conclusively determined, but may have been due to the patients history of arrhythmia or the calcification beyond the aortic annular plane. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.